Manufacturer narrative:
Expected ID: based on the customer¿s statement, the organism is candida auris, however, there is no information on the strain identification method, thus it cannot be confirmed. There were no patient or operator death, no patient or operator harmed, no patient harmed/treated incorrectly. This customer¿s knowledge base was v3.0 at the time of isolate testing. Candida auris was not included in the vitek ms knowledge base v3.0. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-556-b for vitek ms clinical use v3.0: ¿-testing of species not found in the database may result in an unidentified result or a misidentification. - interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ local customer service informed the complaints laboratory that it was not possible to provide the customer¿s data for investigation because testing of the strain took place in december 2019. In march 2020, the customer's knowledge base was updated to v3.2 and therefore data from december 2019 was no longer available on the system. Candida auris was added in vitek ms kb v3.2. And the customer has updated their vitek ms to kb v3.2. The most probable cause for the customer¿s issue was this system limitation, but it cannot be confirmed due to the data being unavailable.

Event description:
Product intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in-vitro diagnostic device used in conjunction with other laboratory tests to aid in the diagnosis of bacterial, yeast and mould infections. Description of the issue: a customer from the (B)(6) reported that he obtained a misidentification of an eqa sample of candida auris with vitek ms instrument (ref. 410895) ¿ serial number (B)(4). The customer reported he failed to identify the candida auris isolate in (B)(6) 2019, but did not communicate which result he obtained. The customer was using knowledge base (kb) version (B)(4) at the time. Candida auris is not included in that kb version. As stated in vitek ms instruction for use: ¿testing of species not found in the database may result in an unidentified result or a misidentification.¿ the vitek ms database was updated to knowledge base (B)(4) on 18th march 2021. This new version includes candida auris. As this event occurred with an eqa strain, no patient is involved.